Event description:
It was reported that pump screen was broken, with touchscreen becoming unresponsive and unreadable, although pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of pump for evaluation, and distributor initiated replacement with another pump, but no additional information was received regarding any further actions or outcome of the event.